Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in pt. Device issue: failure to cross/dislodged stent. It was reported that the device would not cross. No pt effects were reported. No additional info is available. This is being reported based on the analysis of the returned device which revealed that the stent was dislodged.

Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the shaft and on the sidearm and in the guide wire lumen. The stent implant was dislodged and was not returned. There were stent crimp marks on the balloon between the markers. The balloon was tightly folded. The shaft was smashed 63.5 distal to the strain relief tubing for a length of .5 mm. There was no damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt's anatomical morphology, pt's disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The pt's anatomical condition was not reported, which may have assisted in the eval and determination of a cause for the failure to cross. Quality assurance analysis was performed and found that the sds was returned with the stent implant dislodged. Multiple attempts were made to get info about the dislodgement; however, none was available. There was blood on the balloon, shaft, and sidearm and in the guide wire lumen. This is consistent with handling and suggests the sds was at least partially loaded onto the guide wire and that the balloon had not been inflated. There were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Furthermore, dimensional analysis of the product found that the tip seal length met mfg criteria. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling to units is destructively tested prior to release to verify stent dislodgement force. The mfg records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Since the stent dislodgement was not reported, it is possible that it occurred as a result of packing for shipment back to abbott vascular for eval, although this cannot be confirmed. The shaft was smashed 63.5 distal to the strain relief tubing for a length of .5 mm. It is unlikely that this was a pre-existing condition, as a guide wire would not have been able to be loaded into the lumen without resistance. Again, this damage was not reported during product inspection prior to use and may have occurred as a result of packaging and shipment back to abbott vascular of analysis. In this case, although a definitive cause cannot be determined for the failure to cross, stent dislodgement, and shaft damage, there are no indications of a product quality deficiency. A review of the finished device lot history did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.